Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 18744962; model/catalog description: linear st lead kit 50 cm. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients lead had migrated at the ipg pocket site. It was also mentioned that high impedances were noted on the right lead. The patient underwent a revision procedure wherein leads were replaced. The patient was doing well postoperatively.